Manufacturer narrative:
Concomitant products : 6947-58 lead, implanted: (B)(6) 2004, 5076-45 lead, implanted: (B)(6) 2004. Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a breach on the outer insulation due to environmental stress cracking. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular lead was returned to the manufacturer after being explanted, and the lead subsequently tested out of specification. Follow-up with the physician's office revealed the lead had high threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.